Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the flow sensor of bellavista ventilator comes apart while on patient use. The patient was removed from the unit and manually ventilated until new flow sensor was obtained. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical unable to established the exact root cause as there were no signs for an issue with the ultrasonic welding joint nor a batch problem or similar. Based on simulations and break tests performed during the investigation, the most likely root cause is improper/rough handling.